Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient received a shock which the patient believed was due to atrial fibrillation. After the shock the patient attempted to transmit data from the device to the clinic, but could not get the home monitor to work. The patient was seen in the clinic the next day, whereupon the device could not be interrogated and there was no magnet response. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device indicated overstress/esd (electrostatic discharge) in an integrated circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.